Event description:
During a coil embolization procedure, the enterprise vrd (enc452212/01430007) was difficult to advance via the prowler select plus (mc) microcatheter (606s255x/ 15320735), but the enterprise to withdrawn. As a result, the enterprise and mc were withdrawn as a unit. After removal, the tip of mc was a kinked. The devices were changed to another device to complete the procedure. During insertion, the y connector was open sufficiently to allow the passage of the enterprise introducer/system, and the tuohy or y connector was closed to secure the enterprise introducer and prevent movement. The enterprise introducer was completely seated in the microcatheter hub, and there were no damages noticed on any section of the delivery system that may have contributed to the event. A constant flush was maintained at all times through all the systems. After removal from the patient, besides the reported event, no other damages were noticed on any of the devices (enterprise delivery system (distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter. The target (acom) anterior communicating artery with an aneurysm that measured 6.59 x 5.32.

Manufacturer narrative:
During an enterprise vrd assisted treatment of an anterior communicating (acom) artery aneurysm there was difficulty advancing the enterprise (enc452212/01430007) via the prowler select plus (606s255x/ 15320735) microcatheter (mc). There was also difficulty withdrawing the enterprise system from the mc; therefore the enterprise and mc were withdrawn as a unit. It was then noted that the tip of the mc was kinked. Another device was used to complete the procedure. The target acom aneurysm was 6.59x5.32. There was no associated adverse event. It was reported that the devices were discarded. During insertion, the y connector was open sufficiently to allow the passage of the enterprise introducer/system, and the tuohy or y connector was closed to secure the enterprise introducer and prevent movement. The enterprise introducer was completely seated in the microcatheter hub, and there were no damages noticed on any section of the delivery system that may have contributed to the event. A constant flush was maintained at all times through all the systems. After removal from the patient, besides the reported event, no other damages were noticed on any of the devices a review of the manufacturing documentation associated with prowler select plus lot 15320735 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Although without the return of the involved devices for analysis, no definitive conclusion can be made, based on the report that the tip of the prowler select plus microcatheter (mc) was kinked, it appears that procedural factors/vessel characteristics contributed to the kink which then resulted in the inability to insert the enterprise. Procedurally, the mc would have been advanced over a guidewire to the target site before advancing the enterprise. This would indicate that the kink likely occurred during procedural use. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00530 and 1058196-2011-00531.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15320735 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00530 and 1058196-2011-00531. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.